Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call that they received emergency medical services and was taken to the emergency room for low blood glucose on (B)(6) 2020. Customer was driving and hit a telephone pole. Blood glucose reading was 29 mg/dl. Customer was not using auto mode at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical services for low blood glucose on unknown date. Blood glucose reading was 29 mg/dl. Customer was not using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).